Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the detachment as no objective evidence has been provided to confirm any alleged deficiency with the pta balloon dilatation catheter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the events indicated that model atg80144 pta balloon dilatation catheter experienced a detachment. This report was received from one source. The device was used in the patient. Patient age, weight, and gender were not provided. There was no reported patient injury.